Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage was observed to the active exhalation control module. The active exhalation control module was replaced to address the issue.